Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek softclix lancet device after firing. No symptoms reported. The customer was accidentally stuck. The customer is the only user of the lancet device, and had used it several times prior to accidental stick. No action taken or treatment given based on the lancet device issue. No medical intervention required. No adverse event reported. New lancet device with lancets sent and return requested. The reporter could not provide lancet device lot number.